Manufacturer narrative:
(B)(4) d10-medical product unknown articular surface unknown tibial tray g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to infection. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. Only the articular surface was replaced during the revision for infection.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. Only the articular surface was replaced during the revision for infection.